Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: needle is either very slow to retract or not retracting at all ¿increasing the chance of a needle stick injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: bd received 97 insyte autoguard 22 gauge insyte autoguard units from lot 2284590 for evaluation. One of the units was received used while the remaining 96 units were received in their sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the devices or their components. Next, the engineer randomly selected twenty units from the sealed devices for inspection. The selected units were inspected for excessive gel inside of the needle grip and functional retraction. Each unit retracted successfully but the engineer noticed that the retractions were visible slow and outside of product specifications. Finally, the used unit was inspected and no visible damage was observed to the unit. The needle was already retracted inside of the safety grip. The device was then inspected under a microscope for evidence of retraction failure but no issues were found. The device was then reset to its original position and tested for functional retraction. The used unit retracted successfully without resistance. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify a slow retraction speed but could not verify any issues with the needle failing to retract. Each unit retracted successfully. It was determined that the slow retraction times were due to excessive gel inside of the needle grip. Excess gel may occur during manufacturing due to incorrect equipment settings causing an incorrect amount of gel to be dispensed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: needle is either very slow to retract or not retracting at all ¿increasing the chance of a needle stick injury.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.